Event description:
The orsiro drug-eluting stent system was selected for use. During device introduction the orsiro stent dislodged from the delivery balloon and got stuck inside the guiding catheter. Therefore the whole system had to be removed.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was available for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.